Event description:
It was reported the device was used during a thoracotomy. It was reported that sales rep was called by the hosp and was notified that the pt is being re-opened for post-operative bleeding several hours after completion of the thoracotomy. It is not certain whether product is available for analysis. No other info is available at this time.